Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5 and a tethered septal leaflet. It was noted that imaging was difficult. One clip was successfully implanted on the tricuspid valve. To further reduce tr, a second clip was inserted. After inserting the second clip, it was observed that the first clip remains attached to the anterior leaflet, but it partially detached from the septal leaflet. The second clip was then implanted, stabilizing the first clip and reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip movement was due to patient condition. The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.